Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5182470.

Event description:
Voluntary medwatch received states that left ventricular (lv) lead fracture was noted. The patient experienced bigeminy and the lv lead exhibited a capture issue. The physician explanted the lv lead. There were no patient consequences reported.